Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 350 mg/dl. The customer stated that the serter was broken and will insert one side at a time and will work like that but it started to kink the infusion sets and ruin them. Customer did not report that the infusion set tape does not fit securely in the insertion device. The customer was advised that the serter needs to be replaced. The insulin pump will be returned for analysis.